Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown issue on the mobile app occurred. Data was evaluated and the allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. The reported event of an unknown issue is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.